Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was having sensor glucose versus blood glucose differences. The customer¿s blood glucose level was 90 mg/dl at the time of the incident and the sensor glucose was reading as 42 mg/dl. Insulin delivery was suspended due to the differences. Troubleshooting was completed but did not resolve the issue. The sensor will not be returned for analysis.